Event description:
It was reported that the right atrial lead exhibited a pacing threshold of 3.25 v, 0.5 ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.